Event description:
User received one patient sample with discrepant calcium results. Initial result gave 11.4 mg/dl; repeated same day using same analyzer resulted at 9.7 mg/dl. Neither result was reported.

Manufacturer narrative:
The field svc rep determined the cause to be a problem with the calcium reagent cassette, and replaced the reagent cassette. Customer ran calibration, controls and precision study to verify analyzer performance. All results were within specification.